Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer did a bolus and was doing paper works when the alarm occurred. Their blood glucose level during the incident was 322 mg/dl. The customer also reported that the other day, they had a high blood glucose level of 400 mg/dl all day and then on 11pm their blood glucose dropped to 55 mg/dl. The customer had treated their high blood glucose with the insulin pump. Troubleshooting was performed and insulin had exit without incident. It was also noted that the cannula was bent. The bolus history displayed all bolus entries based off their recollection. The customer will be sent a tubing clamp to perform the high-pressure test. The device will not be returned for analysis.